Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device with both seals broken, chipped corner case and a cracked battery door. A non-OEM (original equipment manufactured) tamper seal was found on the pump. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated at power up and the investigation was unable to determine the intermittent of the error. No fault was found. The root cause of the reported problem was unknown. For preventative measure the speaker was replaced. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 24-may-2019; d4: model number: 4000